Event description:
It was reported that there was a ¿call your doctor¿ icon and an elective replacement indicator (eri) observed. The caller also indicated that he had not felt much stim in the past two days. The caller charged to full the morning of report. While on the call, the caller stated that he felt stim again. Additional information was requested. If it is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 389056, lot# v005509, implanted: (B)(6) 2006-06-30 explanted: product type lead product ID: 389056 lot# v005509 serial# (B)(6) implanted: 2006-06-30 explanted: product type lead product ID: 355029 lot# n0042726, implanted: (B)(6) 2006, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_ptm_prog, serial# unknown, implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).